Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 white reload staple line was incomplete, causing a leak. It is unknown what intervention was required to address the leak. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received three sureform 45 white reloads associated with this complaint. Failure analysis did not confirm the reported event. All three reloads were returned unused and unfired. It was not returned with an instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reloads were attached to an in-house golden instrument and placed and driven on an in-house system. The reloads were attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No product issue was identified. Sureform 45 stapler logs show that the instrument was installed on the system 12 times and fired 12 reloads (1 green, 3 white, 5 blue, 1 white, 2 blue, in that order). On installs 1-11, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 12, the system failed to detect the reload color, and the user manually selected the blue reload via the user interface on the surgeon side console (ssc) touchpad. The first two clamp attempts were incomplete. The 3rd clamp was successful but was followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.